Manufacturer narrative:
Insulin pump received with partial display, missing segments due to cracked lcd glass. Unable to perform the displacement test and self test due to display anomaly. Insulin pump received with broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump rails clip were damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.